Manufacturer narrative:
"Comparative study of clinical efficacy between the solitaire mechanical thrombectomy and selective arterial thrombolysis in treatment of acute cerebral infarction" xiong bo, li hang, shi shu-gui, gao jian-jun j reg anat oper surg 2017, 26(3) doi: 10.11659/jjssx.11e016046 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the information provided in the article, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure; its cause could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found reports of hemorrhage after solitaire thrombectomy. The purpose of this article was to investigate the clinical safety and efficacy of mechanical thrombectomy with the solitaire compared with selective intra-arterial thrombolysis in the treatment of acute cerebral infarction. The authors reviewed 42 patients who underwent solitaire mechanical thrombectomy for acute cerebral infarction. The article states that 4 of the 42 patients experienced intracranial hemorrhage.